Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, on resection of interpulmonary fissure, the reload was installed normally, when the doctor used it could not be fired normally. The surgeon was able to press the green button and the handle did not squeeze. They replaced the product of other manufacturers to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported condition. If information is provided in the future, a supplemental report will be issued.